Event description:
It was reported that when the patient presented in clinic for a follow up, x-ray revealed externalized conductors. All electrical measurements were normal. Lead remains implanted. Patient will be monitored via routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.